Event description:
Ptfe graft was used for an axillofemoral bypass. A saphenous vein was used for a femoral-femoral bypass. Nine days after the operation, bleeding was noted at the anastomosis of the saphenous vein and flex graft. Twenty-six days after this event, bleeding occurred again and the problem anastomosis area pulled 10cm away, toward proximal direction. Part of the graft was torn off above the anastomosis.